Event description:
Additional follow with the contact for clarification of reported information on (B)(6) 2010 and sequence of events. Contact unable to provide reason for lap band explant 3 years ago and indicated that according to surgeon's notes, the realize band was explanted due to anterior prolapse. The surgeon explanted the lap band and implanted a gastric sleeve. To the contact's knowledge, the patient is doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis. (B)(4).